Manufacturer narrative:
The device has not been received for analysis as of the date of this report. Should additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a right carotid artery stenting treatment procedure, distal catheter separation occurred. During the withdrawal of the nexstent monorail delivery system following successful deployment, the distal portion of the deployment catheter separated from the rest of the device. The delivery system became caught on the 6f, 90cm sheath "because it was at an angle." The physician noted that the catheter became caught in two different places on the sheath, but he was able to successfully manipulate the delivery device out of the body. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine." Additional information has been requested regarding this event.